Event description:
It was stated that the customer was hospitalized for low blood glucose levels below 20 mg/dl. It was also stated that the insulin pump was alarming during the manual prime, the day prior to the hospitalization. The customer stated she was not connected to the insulin pump during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.